Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection noted a separation of the hypotube at 89.9cm from the tip and the handle was missing. The separation did not appear to be procedure related since it appears to have been cut by some sort of tool. There was a kink to the hypotube at 64cm from the tip. The collar was separated with the ptfe still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12-jun-2019. It was reported that the device was unable to cross lesion. A 80% stenosed target lesion was located at moderately tortuous and mildly calcified coronary artery. A 145 guidezilla guide extension catheter was selected for use. However, the device failed to cross the lesion during procedure. The procedure was completed with another of the same device. There were no patient complications reported. Patient's condition was stable. However, device analysis noted a collar separation.